Event description:
Pt developed corneal abscess with peripheral corneal infiltrates in the left eye. The cultures of the contact lens and lens case were positive for serratia marcescens. Corneal infiltrates persisted 15 days later. Although repeated attempts were made, no additional info was available.

Manufacturer narrative:
The device is not available for eval. The lot device history records were reviewed and show that all requirements were met. Based on available info, no root cause can be determined and no conclusion can be drawn.